Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood and tissue and overtorque of the inner coil.

Event description:
During attempted implant, the right atrial (ra) lead became dislodged. The helix failed to extend. A different ra lead was successfully implanted to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.